Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob and weight not available for reporting. This report is for unknown tfna head element/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the (B)(6) sales-rep heard that the doctor gave a presentation about the cut-out of the tfna nail at the annual meeting of (B)(6). The tfna nail was used in the surgery for the femoral diaphysis fracture on (B)(6) 2017. Procedure was successfully completed. No further information was provided. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Implant date. Corrected data: it is unknown whether the device was explanted or not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.